Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit' saline spil. There was no patient involved.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit had a saline spill. There was no patient involved.

Manufacturer narrative:
The (fse) reported that saline entered the iabp through the front grate opening. The fse replaced power supply assembly, solenoid driver and the recorder pcb. Unit then passed all functional and safety tests and was returned to customer.